Event description:
It was reported that the customer was hospitalized due to high blood glucose of 44.0mmol/l. It was stated that the customer was treated with manual injections and then released. During the call, the caller reported that the insulin pump alarmed motor error during bolus more than once within thirty days. Troubleshooting was performed. The device passed the displacement and self tests. The customer's most recent glucose reading was 13.3mmol/l. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. Motor passed motor test. The insulin pump had a scratched display window.